Event description:
Please note the attached complaint involves a device associated with an adverse event that is not manufactured by (B)(6). A peritoneal dialysis registered nurse (pdrn) reported to (B)(6) customer support that the patient was in the hospital with peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2026 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc elevated, results unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was treated with intraperitoneal (ip) vancomycin and ceftazidime (dosages, durations, frequency not provided). The patient reportedly signed out against medical advice (ama) on (B)(6) 2026 (reason not provided), however he returned the following morning ((B)(6) 2026) with complaints of continued abdominal pain. The patient¿s peritoneal effluent culture result returned positive on (B)(6) 2026 (organism not provided), and the patient¿s vancomycin and ceftazidime were continued. Additionally, the nephrologist ordered the removal of the patient¿s pd catheter (not a (B)(6) product), and the placement of a tunneled hemodialysis (hd) catheter (not a (B)(6) product). The patient transitioned to hd without any reported issue and remains hospitalized in stable condition (antibiotics will be given intravenously with hd). Per the pdrn, the cause of the serious adverse events is unknown; however, they were unrelated to any (B)(6) product(s) and/or device(s) malfunction or deficiency. The reported event is related to the use of a pd catheter (non- (B)(6) product). The manufacturer of the catheter, and further product information, is unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).